Manufacturer narrative:
.

Event description:
It was reported that the gearbox on a powered wheelchair was leaking grease causing the motor to lock, spark with flames, and drive in circles. There was no report of user injury or medical intervention.